Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient with a right tibia fracture had im rodding on (B)(6) 2016. The patient experienced an infected nonunion and on (B)(6) 2016 had removal of internal fixation (1 nail and 4 locking screws). The surgeon also removed (1 unknown plate and 5 unknown screws from an old ankle fracture that was healed). The patient had a repeat right tibia im nailing, replating of the tibia/fibula and an antibiotic spacer. The unknown plate and 5 unknown screws were not related to the nonunion or infection. The procedure was successful and patient outcome reported as stable. There was no surgical delay and patient outcome reported as stable. The patient is scheduled for bone grafting in 6 weeks. Concomitant medical products: plate (part #unknown, lot # unknown, quantity 1); screw (part #unknown, lot # unknown, quantity 5). This is report 2 of 5 for (B)(4).